Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the customer was getting reoccurring error 31055 indicating the e-stop switch had an incorrect switch position. The error could be recovered but re-occurred immediately. The intuitive surgical, inc. (Isi) technical support engineer (tse) asked for the system to be turned off. Once turned off, the surgeon cycled estop and hard cycled the surgeon side console (ssc). The system was turned on and the error reoccurred on start-up. The tse advised that ssc error would require servicing and asked if the second system was in use. Second system was not in use and the tse assisted with setup of spare ssc over the phone. The surgeon proceeded with surgery once start-up was completed. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: system was working normally on start up, there were no errors.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was able to reproduce the issue. The fse replaced the emergency stop button and the housing was replaced to rectify the issue. The fse also replaced the right armrest and four of the gimbal pads. The affected part involved with this complaint is a field scrap item and will not be returning to isi for further investigation.